Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed an alert for high impedance was triggered on 2013-(B)(6), 4 non-sustained tachycardia episodes with a v-v cycle length of less than 220 milliseconds were recorded between 2013-(B)(6), and 16060 of 20717 lifetime ventricular short interval counts occurred since 2013-(B)(6).

Event description:
It was reported that the right ventricular lead was oversensing and non-sustained tachycardia episodes were also noted with noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.